Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted.  It was reported that the patient experienced an undisclosed adverse event. She underwent a mesh removal surgery on (B)(6) 2016 by dr (B)(6) and had lysis of adhesions and mesh  was implanted during this surgery. On (B)(6) 2017 she had a recurrent incisional hernia repair by dr. (B)(6) and mesh was implanted. On (B)(6) 2017 she had a recurrent hernia repair by dr. (B)(6) and mesh was implanted. On (B)(6) 2017 she had surgery to remove the mesh and it was determined that the mesh had pulled away from the edges and curled. It was reported that the patient experienced pain, nausea, chills, inflammation, loss of appetite, weight loss. No additional information was provided.

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 6/25/2019.